Manufacturer narrative:
H3: analysis of recharger, model no: 97755-s; s/n: (B)(6); reveled: cable insulation is peeling away. "Recharge problem, cannot continue, call medtronic" message. White arrow is rubbing off. This does not impact on the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported when trying to charge the implanted neurostimulator(ins), they are seeing no device found. Patient stated the last time they were able to connect and charge the implant was over the weekend. During the call, patient initiated passive recharge mode. Patient reported the middle number dropped from 91 to 42 then 5. Patient also reported the recharger was getting hot and they could see smoke coming out of it near where the cord and paddle met. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger telemetry module(rtm).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.